Event description:
Treatment of a dural arteriovenous fistula (davf). It was reported the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2010-00238.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).